Event description:
It was reported that one day post implant, the right ventricular lead was noted to be dislodged. The lead was repositioned and remains in use. It was also reported by the patient that the patient is "not feeling any different", is "tired and falls asleep easier now", and the "heart rate was 38." Follow-up with the clinic revealed the patient had been seen twice since the lead revision and the system is functioning normally: additionally, there are no concerns with the patient heart rate. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.